Manufacturer narrative:
Device not returned; device remains implanted. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. The cause of death remains unknown. Through further follow-up, it was learned that the device remained implanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. No further details were reported. Through follow-up with the health-care provider, a response was received; however, the cause of death was not provided. It was learned that the implant duration was approximately 0.47 months.